Event description:
It was reported that the customer had a calibration error alert. Customer's blood glucose level was 489 mg/dl. Customer treated with the insulin pump. Troubleshooting was performed and it was found that the customer was wearing the sensor for more than six days. Customer was advised that the insulin pump will not take calibrations over 400 and below 40. Customer was also advised to calibrate when blood glucose level is in better range and that the sensor is not recommended for use for than six days. Customer was advised to remove the sensor as soon as possible. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.